Event description:
As discovered by gore in the journal of vascular surgery 45 (2007), preoperative and postoperative computed tomography scans were collected worldwide representing six patients who had experienced radiologically confirmed tag endoprosthesis collapse between 2004 and 2006. Five patients with collapse had been treated for trauma and one for an aortic dissection. These were compared with a matched cohort of five patients with a tag endoprosthesis in the same anatomic position in which no collapse occurred. This event was created to capture information on one of the six test patients mentioned on page 655. No sequela has been reported on this patient. Further information was requested.

Manufacturer narrative:
Further information was requested.